Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+3.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. Within the same surgery the lens was exchanged with a longer lens due to low vault. The vault value went from 230um prior to exchange, to 440um after exchange. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: problem was resolved with exchange. Claim# (B)(4).